Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 1 month after implant placement. The bone quality was type iii. The oral hygiene around implant site was not reported. Local infection was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient needs another surgical intervention.